Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) is unable to interface ECG.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Info from 06/04/2024 indicates patient info is confidential. (B)(6); (B)(6) 2024. Updated fields: h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unable to interface ECG". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that they couldn't see readings on unit's display which is being connected from the external device during procedure but they had swapped with another iabp unit immediately and in later no patient injury, procedure delay was being reported. Then the fse had further connected with trainer in which the setting values are being displayed on unit's screen. Then the customer had connected with external ECG device with 150 bpm, in which the unit's screen had been displayed with 151 bpm and it could not duplicate the customer feedback issue. But there was autofilling/catheter restriction message which is being prompted during the run test with balloon. After that the logs have been collected for the consulting factor and it was being concluded that the unit is not safe to use. But the fse had later troubleshooted the unit and replaced the - pneumatic module assy, rohs due to which all the manifold tests had been passed. Then the test was ran with balloon under the normal condition (for few hours) and the equipment is being operated as normal. The involvement of the patient is unknown.

Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code). Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that during a procedure , the cardiosave intra-aortic balloon pump (iabp) is unable to interface ECG. The hospital feedback that they couldn't see readings on unit's display which connected from ext. They swapped with another iabp unit immediately later. There was no patient injury.